Manufacturer narrative:
The affected device was not returned for investigation and the root cause cannot be determined. Based on statistical eval, there is no indication for any systematic device related failure.

Event description:
Surgeon was putting in twinfix screw and the two pieces broke apart.